Event description:
This report is being conservatively filed to report a death, unknown if device related. (B)(6) - expand g4 phase 1 and phase 2 study patient ID: (B)(6) it was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4+ with leaflet tethering, posterior ruptured chordae. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2022, the mr had increased to grade 3+. Per physician, the increase was unrelated to the mitraclip device. There was no device related adverse event and no malfunction. On (B)(6) 2023, the patient had expired while sitting on a chair, vacationing in austria. Per physician, the death was unknown if device related. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
A2, a4: the patients age and weight were obtained from baseline data the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death listed in the instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na